Event description:
The distributor reported that, "during a surgical procedure of humeral osteosynthesis while the surgeon was completing the procedure the product failed to assemble with the other. The surgeon reported that the endcap was too big. The surgeon completed successfully the procedure using another item of the same size but different lot number.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.